Event description:
It was reported that oversensing was observed. Review of the session record revealed loss of bi-ventricular capture leading to non-sustained oversensing detection. Programming changes were recommended.